Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that approximately 13 years ago the patient had a neurostimulator implanted in their lower left back and this was to help with what at the time was her only option. The patient stated that approximately 3 months after the implant the stimulator started spiking without any use of the unit. The patient noted that she phoned her health care professional (hcp) but was told the hcp was on extended leave and the patient attempted to locate a doctor who would even test the implant and remove it. The patient mentioned that the implant was no longer bearable and it was painful. The patient reported that the pain started a few years ago, it was tolerable and treated with tramadol, but the patient has asked the hcp to remove the stimulator but he didn't like the idea of removing another hcp's work. The patient indicated that they were truly at a loss here and was unable to sit in any type chair for more than 30 to 45 minutes. The patient confirmed that they needed this taken care of. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient told them that the ins hadn¿t worked for 5 years, and that the ¿battery went bad.¿ it was noted that they did not have a managing physician or implanter anymore and needed a head MRI. Information was reviewed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient. The patient was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced a loss or change in therapy. The patient had had the device turned off for two years and it was not working. The patient wanted to have the device removed but they did not know who to contact to remove the device. It was reported that the device was not fixing what it was implanted for and was not working properly. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient it was reported that several years ago, patient had a neuro stimulator implanted for severe bladder incontinence, further stating that they had been having severe problems with the implant and needed to find help get the implant removed. Patient said that the doctor who implanted the device was no longer at the clinic where they were being treated and patient had tried with no luck to contact the doctor for a very long time. Patient reported that the stimulator ceased to give the needed relief approximately 9-12 months after the implant was placed. Patient said the stimulator now moved freely in the upper left side of their butt, and they had reached a point where they needed a doctor to remove the implant and if possible make the necessary changes to the mesh implant that caused the severity of the incontinence. Patient said they were wearing briefs and pads to absorb the leakage of urine. Patient said they could rarely leave their home due to the pain they were in, further mentioning that they had grown tired of being patient hoping the doctor would find that they needed this help and contact them, fearing it would never happen. Patient stated that their situation had gone way out of hand. No further patient complications were reported/anticipated as a result of this event.